Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head failed two uplink amplitude tests. Rf head cable found out of electrical specification. Analysis also found the rubber portion of the rf head label is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head malfunctioned from sterile processing and pacer clinic. No additional information wasobtained through follow up. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.